Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (type of investigation).

Manufacturer narrative:
Due to character limit in the e1 section the full initial reporter name is (B)(6). A supplemental report will be submitted upon the completion of the investigation.

Event description:
It waas reported that customer called for an assistance during use of cs300 intra aortic balloon pump alleging that the cs300 iabp had alarmed leak in iab circuit. Troubleshooting was provided. But still the alarm went of many times. The cs300 iabp was switched to another cs300 iabp. The alarm persisted event after the console change. Then the augmentation was decreased by two bars which resolved the issue. There was no injury or harm to the patient.

Manufacturer narrative:
Updated field: b4; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusions; h11. Corrected field: a4, d4 "serial number provided in initial emdr is incorrect and unknown at the moment. A supplemental report will be submitted if correct serial number is available. Getinge field service engineer (fse) stated that (B)(6), a perfusionist, said that the balloon was placed prior to coming off bypass and closing the chest and that he had just brought the patient up from the or to the cvicu. (B)(6) reported that the pump had alarmed multiple times and verified correct troubleshooting steps to include checking for blood in the helium tubing prior and after pressing the iab fill key. Customer also reported that the alarm went off the first time as they were closing the patient¿s chest and each time it went off after that, it was associated with some type of movement, cough, or increased heart rate. The alarm went off several more times in the cvicu while getting the patient settled. Because of this, recommended switching out the console. The alarm continued after the console change. (B)(6) then went down on the patient¿s augmentation by two bars which resolved the issue.